Event description:
It was reported that the patient presented with non-sustained right ventricular oversensing episodes. It was noted that the right ventricular lead exhibited noise. No patient symptoms were reported. There were no other electrical anomalies. The lead was explanted and replaced. No further information was available.